Manufacturer narrative:
Unit passed rewind test, basic occlusion test, prime/compromised force sensor system test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. Unable to verify motion sensor test failure alarm due to motor error alarm. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was unknown at time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.